Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header was completely separated from the case and the plasma fuse was found to be damaged and electrically open. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population.

Event description:
It was reported that the header fell off from the implantable cardioverter defibrillator (ICD) during an explant procedure for normal battery depletion (nbd). It was noted that the surgeon had used tweezers to grab the ICD. After the header fell off, there was a small pop, and they rushed to remove the device from the pocket and disconnect the leads. There was no prior noise or out-of-range impedance measurements reported. The patient was not pacer dependent, and records indicate this ICD had been implanted subcutaneously. The ICD was removed, and the leads were connected to the new ICD. No additional adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. -- upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. The header was completely separated from the case and the plasma fuse was found to be damaged and electrically open. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population. -- h10 correction: upon receipt in our post market quality assurance laboratory, microscopic visual inspection identified scratches, dents, and tool marks on the device case. Upon further review, it was determined that these findings indicate the device header likely became loose from the case as a result of damage induced at explant, and not a weakened header bond. H9 correction: correction/removal reporting number were removed to reflect h10 correction.

Event description:
It was reported that the header fell off from the implantable cardioverter defibrillator (ICD) during an explant procedure for normal battery depletion (nbd). It was noted that the surgeon had used tweezers to grab the ICD. After the header fell off, there was a small pop, and they rushed to remove the device from the pocket and disconnect the leads. There was no prior noise or out-of-range impedance measurements reported. The patient was not pacer dependent, and records indicate this ICD had been implanted subcutaneously. The ICD was removed, and the leads were connected to the new ICD. No additional adverse patient effects were reported. Additional information received reported that this implantable cardioverter defibrillator (ICD) was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the header fell off from the implantable cardioverter defibrillator (ICD) during an explant procedure for normal battery depletion (nbd). It was noted that the surgeon had used tweezers to grab the ICD. After the header fell off, there was a small pop, and they rushed to remove the device from the pocket and disconnect the leads. There was no prior noise or out-of-range impedance measurements reported. The patient was not pacer dependent, and records indicate this ICD had been implanted subcutaneously. The ICD was removed, and the leads were connected to the new ICD. No additional adverse patient effects were reported.